Manufacturer narrative:
(B)(6).

Event description:
It was reported that they have a patient that uses this catheter the one supplied to their office causes pain and discomfort due to the silicone material, it has a hard ridge that it's very painful for the patient they would like to get some catheters 14fr two way latex and asked for some help to get it (they need to order this size catheter, where and who carries this size). Later, customer asked did they heard back from any of these companies with the 14 fr catheters that are not silicone. Their patient is coming in on friday, and the silicone catheter causes tremendous pain coming out. Bd representative mentioned unfortunately bd do not make a council tip catheter in a size of 14fr. A good sub product code is going to be product code 0196l16 16fr, 5cc 2 way red latex catheter. The hospital was looking for a 14fr, 5cc 2 way nephrostomy catheter. Customer just wanted to clarify that it was not a nephrostomy catheter. They need a 14 fr 2 way straight tip catheter that is not silicone for a patient that comes in for suprapubic catheter changes. Patient came in had to use this 14 fr silicone that they were supplied with and caused extreme pain almost had to send the pt to the ed. They really need this catheter stocked in the clinic. Bd representative offered the customer the correct option material#0196l16 based on this email.